Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >450 mg/dl (high) while wearing the pod longer than 48 hours. It was also reported that the pod was leaking insulin and the site was bleeding when the pod was removed. The patient mentioned that they felt tired. The patient was diagnosed with the flu type b virus. The patient was treated with ibuprofen 400, and insulin through IV(intravenous). The patient was released the same day. The pod was worn when seeking medical attention.